Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, the distal portion of the lead was returned in one piece. During electrical testing the lead failed the hi-pot test between the ring electrode and right ventricular circuits. Destructive analysis was performed and visual inspection of the lead found an internal insulation abrasion breaching all the lumens underneath the right ventricular shock coil. In this location the cable coating of one ring electrode cable was abraded while the liner was undamaged in this location. The cause of the reported event was isolated to the internal insulation abrasion under the right ventricular shock coil.